Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The device was reported to be in bvvi with hv therapy disabled when the hv therapy had previously been enabled. The patient felt a small shock from the device followed by patient notification vibration. Later, it was reported that the rv lead was fractured.